Event description:
The physician reported small holes in the insulation of the instrument. There was no pt injury reported.

Manufacturer narrative:
At the time of this report, the device had not been returned. Therefore, no eval could be performed.